Event description:
"Consumer called and states has had nothing but problems with chair since he received it. Said: he has had problems multiple times with the elevate option on the chair. He also says that the chair has stopped in the middle of the street and friends have had to manually push him out of the traffic. The latest episode happened while he was in (B)(6) - said chair would stall and when started up would go backwards and while charging the chair would make a strange noise. States joystick has been repaired and motor has been replaced/repaired as well. He would like a call back to discuss the product. He also stated the dealership has been very accommodating to him."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1143190 rev k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.